Event description:
Additional information received reported that there was a short in the lead. A new lead was implanted. The system impedances were "ok" after replacement. The patient outcome was reported as "ok."

Event description:
It was reported that after 6 months the stimulator battery was exhausted (depleted). The patient experienced mp related symptoms. Telemetry strips noted an impedance of 132 (very low impedance on the right side: 132ohms and 511 ua). Based on the low impedance, it was suspected that the ins depleted too early. From additional reporting on 2012-(B)(6), it was noted that a surgical intervention was planned for the next week. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 7428, serial#: (B)(4)) found no significant anomaly. Telemetry test results indicated that the battery was ok, at 2.60 volts, and 40-85% capacity used. Good, stable output was measured on all electrode pairs. Analysis of the lead (model#: 3389-28, lot#: 0205869210) found no significant anomaly. The conductors were slightly stretched at the #0 connector and were severely stretched in the lead body where the lead was cut through during surgical explantation. The conductor coils were crushed 2.9 centimeters from the proximal end of the lead where the outer insulation was pinched; this was the suspected location of the suture over the small end of the boot. The outer insulation was pinched and there were esc breaches at the edge of the pinch 9.5 centimeters from the distal end of the lead, most likely indicative of a cranial clip being used at that location. A short was not observed on either returned lead segment. Severe pinching was observed in the outer insulation which may have been the location of a short, but due to the cutting and stretching of the lead at explant the short may have disappeared.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead, product ID neu_unknown_ext, serial# unknown, product typ extension. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.